Event description:
Patient reported "capsular contracture baker grade iii". Physician confirmed reported events. This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b3, h6

Event description:
Patient reported "capsular contracture baker grade iii". Physician confirmed reported events. This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture baker grade iii".

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. As the investigation procedure opening/crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "capsular contracture baker grade iii". Physician confirmed reported events. This record is for the left side. The device was explanted.